Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had oversensing, noise observed on non-sustained tachycardia (nst) episodes, and a possible fracture. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.